Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review part: 07.702.016s lot: 4b53680 manufacturing site: werk selzach release to warehouse date: 23 feb 2024 expiration date: 01 feb 2027 supplier : osartis gmbh a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a spinal fusion for a spinal vertebral fracture. When the chemical was added and cement mixing was attempted to be started, the handle locked and the mixing could not be done. Since the cement has a time limit after mixing the chemical, the used portion was discarded, and a spare product was newly opened for the surgery. The surgery was completed successfully within 30 minutes delay. Patient outcome is reported as stable. No further information is available.